Event description:
It was reported to philips that the defibrillation test failed. There was no patient involvement.

Manufacturer narrative:
The bench repair technician evaluated the device onsite and found the issue. The bench repair technician confirmed the cause of the device not passing the operation control test was due to the therapy capacitor being defective. The bench repair technician replaced the therapy capacitor and therapy pca. The device passed all performance assurance tests and was returned to the customer.